Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7296757, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) trial lead of the patient had impedance. The patient underwent an early lead pull procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the spinal cord stimulator (scs) trial lead of the patient had impedance. The patient underwent an early lead pull procedure, was doing well postoperatively and the explanted devices were disposed by the facility.